Event description:
Hamilton medical ag received the following event description: it was reported that the hamilton-c6 did not ventilate and did not generate an audible alarm. The issue was identified while the device was in use with the patient. The patient was ventilated using an ambu bag, and the device was replaced. No patient harm occurred.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.